Manufacturer narrative:
Product event summary: analysis was able to confirm the customer complaint that the display was red; the low voltage differential signaling (lvds) board connection was loose and not completely sealed, the pulse width could also intermittently not be changed and the overlay was noted to skip in that area. It was also noted that the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a maintenance check, the programmer screen was noted to be red and the pulse width was unable to be changed. The programmer was returned for service. There was no patient involvement.